Event description:
The patient reported that the needle button, or start button, came back up on several v-go's, about 10 of them, before the 24 period was up. Patient could not say how long they were on before this happened. Patient wears the v-go on his abdomen.

Manufacturer narrative:
The device was returned and evaluated. The evaluation resutlts were as follows: the complaint about the needle button issue could not be determined. The needle button was tested and confirmed no issue with it locking down or retracting. The needle mechanism appears to have functioned as intended.